Event description:
It was reported that the physician attempted to place an xceed stent during a crossover interventional procedure through a femoral access in the right leg. The stenosis was on the contralateral side, mid sfa. Pre-dilation of the stenosis was with a 5mm x 80 balloon. The stent was inserted and an attempt was made to deploy the device. Halfway through deployment the mechanism locked. The stent was found to be partially deployed. Using effort the physician cracked the mechanism inside the handle to deploy the stent completely. The device was successfully removed as a unit from the patient. The procedure was completed by post-dilating with a pta balloon. There was no patient injury of adverse effects reported. No additional information available.

Manufacturer narrative:
The device has returned and the lot number has not been reviewed. We have not performed device history record review in this case. A supplemental report will be submitted with any relevant information.